Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 5.00 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage, with stent struts lifted and pulled distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27may2021. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 5.00 x 16 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a stent damage.